Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel errors with error codes was not determined because no products or device logs were returned.

Event description:
It was reported that the device had channel errors with error codes. This was reported to bd representatives during their site visit. There was patient involvement but unknown harm.